Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the datasync appears to be failing because the d drive has reached its full capacity. The technical support specialist cleared space on the d drive, successfully resolving the issue, and the medications application now functions properly. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had fatal error has occurred in the underlying data source.. The customer stated that they unable to login to the station and there was a delay in patient care. There were no adverse events or injuries reported based on this event.